Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the omnipod controller failed to power on and presented a black screen with no charging symbol despite being plugged in, preventing ability to manage the pod in use at the time. This led to an increase in the patient¿s blood glucose levels. No specific blood glucose value was reported. Later, on (B)(6) 2026, the patient began feeling unwell and developed symptoms including vomiting, stomachache, and high ketones, prompting the mother to seek medical attention. The patient was subsequently admitted to the hospital with a diagnosis of elevated blood glucose and the presence of ketones. Treatment at the hospital consisted of intravenous fluids and insulin. At the time of reporting, the patient remained hospitalized, with anticipated discharge date of (B)(6) 2026.